Event description:
It was reported by the physician, in (B)(6) 2009, he removed the right tmj fossa prothesis, due to infection. The patient had breast surgery after the tmj was implanted and due to complications with infection the tmj was removed. The prothesis was implanted in (B)(6) 2008, as a replacement for a fractured, failing christense prothesis that was placed in 1992.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
The device was returned and analyzed as part of the (B)(6) study. This is late information received from the (B)(6) study (B)(4), which was reported as expected to the ps studies program, but inadvertently not recognized as 803 reportable until after the close of the study. No mode of failure was identified for this device. Information from explanting doctor revealing positive culture to staph on tissue obtained during revision surgery support a biologic cause for device failure. Fields were updated based on the results of the clinical study explant analysis. Report two of two for the same event, reference 1032347-2009-00036-1.